Manufacturer narrative:
Date of event: exact date unknown, event occurred six months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having increased charging issues. The patient underwent an ipg replacement procedure and was doing well post-operatively. Explanted ipg wil not be returned.